Manufacturer narrative:
H6-primary finding of device analysis revealed device failure was due to broken motor gear.

Event description:
Reported as "no movement of rotor under x-ray visualization with neither bolus nor maximum flow rate. Patient reported lack of pain relief. No drug delivery was obtained.